Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. However, the insulin pump failed the sleep current measurement and active current measurement due to moisture damage on the electronic assembly pcb 2. Pcb 2 was swapped and tested, confirmed damage.

Event description:
Information received by medtronic indicated that the battery of insulin pump was lasting only three days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.